Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-17354. It was reported that the patient presented to the hospital with a pocket infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted the following day (B)(6) 2020. The patient was in stable condition.